Event description:
As reported from our affiliates in the (B)(4), during preparation of a 23mm sapien 3 ultra valve, some debris were noticed on the leaflets. The valve was not used. Another valve was successfully implanted in the patient with a good result.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The valve was returned unused, without serial number tag and holder. One black particulate approximately 0.02" in size was observed on the inflow aspect of leaflet cp1. Multiple particulates/ fibers of variable sizes were noticed on the inflow aspect of leaflet cp2. The complaint for particulate was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the black particulates showed similar absorption to polypropylene additive material and black fiber showed similar absorption to rayon. Process walk through was performed by manufacturing. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match polypropylene additive and rayon material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "as reported, during preparation of the 23mm sapien 3 ultra valve, some debris were noticed on the leaflets." It is possible that the debris (black particulate and black fibers) were introduced during device preparation, as it was observed during the valve rinsing process. As such, available information suggests that procedural factors (device prepping handling) may contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.